Event description:
It was reported by a customer that on (B)(6) 2011 the aiming beam fired straight out of the fiber. Additional info reported by the customer was the intended purpose for using the laser system was a turp. The user did not experience any injury from use of the system. It is unk if this occurred inside the pt. The tip was not cleaned. It is unk if anything was observed with the aim beam. There were no observations leading up to the incident. It is unk if there were any error messages displayed on the console.